Event description:
As reported, the balloon on a 12mm x 60mm 135cm powerflex pro percutaneous transluminal angioplasty (pta) dilation catheter was split. The procedure was completed by changing to a non-cordis device. There were no reports of patient injury. The device was stored and prepped in accordance with the instructions for use (IFU). There were no damages found on the device packaging prior to opening. There was no difficulty removing the protective balloon cover or any of the sterile packaging components. A contralateral approach was used. The target site vessel nor the vessel accessing the target site had any calcification, tortuosity, acute angle, or bifurcation. Both vessel sites had 60% stenosis. The device maintained negative pressure during preparation. The device was not put into an acute bend at any point during the procedure. The device was able to cross the lesion, and no anomalies were noted after the device was delivered to the lesion. The device will be returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon on a 12mm x 60mm 135cm powerflex pro percutaneous transluminal angioplasty (pta) dilation catheter was split. The procedure was completed by changing to a non-cordis device. There were no reports of patient injury. The device was stored and prepped in accordance with the instructions for use (IFU). There were no damages found on the device packaging prior to opening. There was no difficulty removing the protective balloon cover or any of the sterile packaging components. A contralateral approach was used. The target site vessel nor the vessel accessing the target site had any calcification, tortuosity, acute angle, or bifurcation. Both vessel sites had 60% stenosis. The device maintained negative pressure during preparation. The device was not put into an acute bend at any point during the procedure. The device was able to cross the lesion, and no anomalies were noted after the device was delivered to the lesion. The device was returned for analysis. A non-sterile ¿powerflexpro 12mm6cm 135¿ device was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed focusing on the balloon observing no damages or anomalies. The balloon arrived deflated with not pleating. No other outstanding details were observed. A functional test was performed by attaching an inflator/deflator device to the inflation port. Then positive pressure was applied to reach the rated burst pressure. The balloon was inflated as expected, no inflation difficulties or delays were observed, and the pressure remained steady. A negative pressure was applied, and the ballon was deflated as expected with no delays. The ballon was deflated not observing any difficulties or damages noted on the balloon material. The reported ¿balloon frayed/split/torn¿ was not confirmed through analysis of the returned device. The exact cause cannot be determined. The device passed functional analysis with balloon inflation and deflation and no difficulties or anomalies to the balloon were noted. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the events reported by the customer as no anomalies were noted on the device. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the information available, nor product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.